Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received one sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing stopper with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was a seal missing from under the shield on three tubes, which resulted in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there was a seal missing from under the shield on three tubes, which resulted in blood leakage. There was no health impact or consequences reported.